Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate on (B)(6) 2016. The customer blood glucose level was reported to be 220 mg/dl. The customer took a bolus. Reportedly, the customer had loaded the cartridge with cold insulin on (B)(6). The customer reloaded a new cartridge on (B)(6) and the issue was resolved. The customer reloaded the same cartridge on (B)(6) and received an inaccurate fill estimate. It was indicated that the customer would continue to use the pump until the replacement arrives.